Event description:
Information was received from the consumer (con) regarding a patient who was receiving unknown drug via an implantable pump. The indication for use was for radiculopathy/non-malignant pain indications. The patient stated 'I have a hard time getting up and walking around. They said, ¿I exhausted myself and ended up in the hospital with pneumonia, dehydration, and kidney disease.¿ furthermore, their blood pressure was so low that it took them days to get it back up to normal. The patient said ¿I've been on fentanyl patches - you name the pain med and I've been on it and that's why pump was put in.¿ they might replace the pump soon since they had so many problems with it. Agent did not inquire event date or pump med due to call was escalated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.